Event description:
The customer reported that while the unit was in use on a patient being prepared for transport, the unit displayed noisy ECG trace. The pt was switched to another unit and therapy was continued. No pt injury reported on this unit.